Manufacturer narrative:
The customer¿s experience of a bolus infusing was confirmed and identified as a programmed pca dose request. The pcu event log shows that at 6:18 pm on (B)(6) 2015 the pca was programmed to infuse a pca dose + continuous infusion of fentanyl/ropiv . The infusion was programmed for a 5ml pca dose and a 10ml continuous dose. At 6:27 pm, the device alarmed for patient pressure and then check syringe. At 6:37 pm, the device was channeled off. At 6:38 pm, the device was again programmed to infuse a pca dose + continuous infusion of fentanyl/ropiv. The infusion was programmed for a 5ml pca dose and a 10ml continuous dose. At 6:40 pm, two pca dose requests were made; only one request was valid, because the second was made within the lockout period. At 6:41 pm, the user selected the pca and softkey 12 (stop pca). The user then selected yes to the guardrails warning, ¿stop pca dose and start continuous infusion.¿ at 6:41 pm, the door was opened and the device alarmed for check syringe. The pca module was then channeled off and the system was shutdown and powered off. The volume recorded as being infused for the second infusion when the unexpected pca dose request was made was 1.6869ml. No anomalies or issues were noted during visual and functional testing of the pca module and the pca dose request cord. The root cause of a bolus infusing was identified as a pca dose request. The pca module started to infuse because the device was programmed for a 5ml pca dose, and the pca dose request cord was pushed.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pca was programmed for an epidural infusion (ropivicaine 0.1% and fentanyl 2mcg/ml) with a pca demand (5ml dose, 20 minute lockout) and a continuous mode (10ml/hr) and it was discovered to be "infusing a bolus without being programmed for a bolus" when the clinician started the program. Upon discovery, the device was stopped immediately and the patient did not receive the bolus. The patient denied pushing the pca dose request button. Before the event the device alarmed for occlusion and a "new program" was started. No patient harm reported.